Event description:
A caller reported that the pump battery would not charge, despite using a tandem charging cable and plugging it into a wall outlet. Efforts to resolve the issue by leaving the adapter plugged in for 30 minutes and using a different wall adapter and charging cable were unsuccessful. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.